Manufacturer narrative:
One tracheostomy was returned for evaluation. Visual inspection of the device has found it to be in good physical condition. The device returned was an unused sample that underwent functional testing. After 24 hours, it was confirmed that the cuff was still fully inflating. This does not confirm the customer's reported complaint. During the manufacturing process, devices undergo inflation testing as well, and any reductions in pressure over time is considered a failure.

Event description:
Information was received that a smith medical tracheotomy cuff had an air leak between the 15 mm connector and the flange. It was reported that this occured where the pilot balloon is connected. A tracheostomy change out was required.